Manufacturer narrative:
Additional information indicated that symptom code (B)(4) is no longer applicable to the event. Additional information indicated that "life threatening" is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-jan-14. The hcp that the patient stopped breathing was unrelated to the surgery or to the device. It was due to the anesthesia. The patient was intubated. Their weight at the time of the event was unknown. No further complications were reported/are anticipated.

Manufacturer narrative:
Device was returned but analysis is incomplete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was replaced because they had an MRI it was clarified that the patient put the ins into MRI mode prior to the scan and afterwards, it wouldn¿t turn on. The rep was not able to interrogate the ins on the day of the report in pre-op. During the procedure, the old ins was disconnected, and the patient stopped breathing. It was then noted that in the span of 30 seconds, the physician placed an opsite over the open wound, flipped the patient over, and got them breathing again. The rep noted that the patient was "a little more out of it than normal" after the procedure. Intra-op lead-only impedances and impedances with the new ins in place were all fine. Patient was programmed in post-op and was satisfied with paresthesia for back and right leg. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the patient stopping breathing during the replacement surgery was not determined. The patient¿s weight is unknown. The manufacturer representative noted that a couple of days later, it all went well and the programming went well. There were no further complications reported.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found that the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins was functioning within specifications but has reduced capacity due to overdischarge{s}. If information is provided in the future, a supplemental report will be issued.